Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) lifecare plum pump products is approximately 0.39/million sets.

Event description:
Overdelivery reported. The pump was set to infuse a 1000ml container of an unspecified chemotherapy agent over 24 hrs. A nurse reports that "the infusion was supposed to last until 3pm, but it completed several hrs early." She though it was a possible miscalculation error, so the same pump was kept in use. The next day she noted the IV completed two hrs early. There were no adverse effects to the pt. The nurse states "the event occurred so long ago I do not recall any of the pt info." She did recall that no adverse pt effects were observed. No add'l info is available.